Manufacturer narrative:
An elective revision procedure was subsequently performed due to normal battery depletion of the associated device. The insulation on this atrial lead separated from the terminal pin during efforts to remove it from the device header. The lead was cut and surgically abandoned. The terminal pin remained in the device header. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system displayed ap, vp and (as) with an as approximately 200 ms after the vp. Additionally, atrial threshold measurements were elevated and no sensing measurements could be obtained on the atrial channel. The patient has a mechanical vitral valve and the caller was inquiring about programming options as adjusting the sensitivity and extending the blanking period was unsuccessful. A boston scientific technical services consultant discussed the clinical observations with the caller.